Event description:
It was reported that this right ventricular (rv) lead, which was implanted in left bundle branch, became dislodged, with the dislodgment confirmed by x-ray imaging. A new lead was implanted instead. This lead is expected to be returned for evaluation. No additional patient effects were reported.